Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to a gastric bypass procedure, the blue cartridge fell out of the device before use on patient. No further information available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56412 the analysis results found that the tsb35 device was received with no apparent damage and with a reload not loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was load and retrieved from the device and it works as intention. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.